Manufacturer narrative:
The other additional proglide device referenced in b5 are being filed under separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - failure to follow steps/instructions visual inspections were performed on the returned device. The reported needle to cuff miss/suture retrieval issue was confirmed. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that suture placement with two proglide devices were attempted in the right femoral vein via an 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed on the proglide device no sutures were attached to the needles. A second proglide device was attempted; however, the suture was deployed in the tissue track and when the plunger was removed, the sutures came out with the plunger. The aaa procedure was completed. Manual arterial compression was applied to achieve hemostasis. No imaging of the right femoral vein was taken prior to the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.